Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who solved the problem by themself. According to user facility, there was a leakage in the gas supply hose. No information about how the problem was solved. No ventilator logs have been provided and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. (B)(4).

Event description:
It was reported that during patient treatment, the delivered tidal volume was inaccurate. There was no patient harm. Manufacturer's ref #: (B)(4).